Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the cap was broken. The distal cover (cap) did not fall into the patient. According to the reporter, the device was found broken after the completion of the procedure prior to scope precleaning. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and device evaluation. Customer communication confirmed the lot number to be lot (h1826). The lot number in d2 on the initial report is updated from lot h1512 to lot h1826. The subject device was received and evaluated. The customer returned an maj-2315 single-use distal cover (lot h1826) for evaluation due to "device was found broken after the completion of the procedure prior to scope precleaning". The device was not returned in the original package, and therefore the lot listed is based on the RMA (return material authorization) paperwork. Device inspection identified the presence of foreign reddish residue within the cap, which likely implies that the device was used. The single-use distal cover was checked under the microscope, and found the top and bottom section cracked, and separated. The complaint device cannot be tested and attached to a scope due to the separation and crack. Investigation is ongoing. This report will be supplemented following investigation.

Event description:
The customer reported to olympus, the single use distal cover was broken when the scope was withdrawn from the patient. The distal cover did not fall into the patient. The issue kept happening and this event was the fifth occurrence. Upon follow-up, the customer stated the device was found broken after the completion of the procedure prior to scope precleaning. There were official complaints recorded with olympus for at least three (3) of the additional occurrences. All of events had occurred within the last twelve (12) months. There was no patient harm or injury reported due to the event. No user injury reported. This complaint is related to patient identifiers (B)(6) (maj-2315), (B)(6) (tjf-q190v).

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to b5 and h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that if the distal cover is attached normally, there is no damage such as tearing or chipping of the distal cover during use. The following additional information was identified during a previous investigation of a similar complaint (B)(6) that occurred at the facility. -no anti-fog agent is used -no lubricant is applied -after attaching the cover to the scope, we have confirmed that the cover is not damaged. -it has been confirmed that the cover does not come off after the cover is attached to the scope. In addition, according to the information provided, there was damage to the front and rear ends of the recovered cover. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product was not returned to the hinode factory, and the actual product could not be confirmed, so a clear cause could not be identified. The probable cause was likely the following: -during use, some load was applied to the distal cover, which caused damage. Complaint history review: the same issue occurred at the same facility before under patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the investigation, and since there was damaged to the front and rear ends of the cover, it is likely the cap fell off because some load was applied to the distal cover which caused damage and made it easier to remove from the scope. As described in the instruction for use, 7.3 attaching the distal cover, make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.